Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, it was reported that the patient experienced a bit of yellow crust at the insertion site with no signs of inflammation. In (B)(6) 2018, it was reported that the insertion site was red, very restless and had green pus, antibiotics had not been prescribed. On (B)(6) 2019, the patient reported problems with her insertion site, she was hospitalized and was treated with unknown antibiotic via infusion. The insertion site was so severely restless that the peg tube needed to be removed and a new one will be placed in three weeks.